Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that aspiration occurred during use with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter, "the patient reported she had an issue with drawing medication out of the vial which she feels that it is getting stuck. Patient will need a replacement for 1 whole vial. The lot # on kit is av19094aa. The patient informed me she disposed of the diluent and vial so she could not obtain the lot # for those items. No ae or further information reported at this time."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that aspiration occurred during use with a 1 ml bd slip tip syringe with attached needle . The following information was provided by the initial reporter, "the patient reported she had an issue with drawing medication out of the vial which she feels that it is getting stuck. Patient will need a replacement for 1 whole vial. The lot # on kit is av19094aa . The patient informed me she disposed of the diluent and vial so she could not obtain the lot # for those items. No ae or further information reported at this time."